Event description:
It was reported that during use in a wisdow tooth extraction, the device got hot and the patient sustained a burn on the inside lower lip mucosa. The injury was reported to be superficial and was treated with antibiotic ointment. The patient was discharged without further intervention.

Manufacturer narrative:
Investigation results: the bur gaurd was evaluated and the customer's report of getting hot was confirmed. During testing, the bur guard met temperature specifications. Further investigation found that operation of the bur guard was noisy and the bearings were rough. Conmed linvatec recommends servicing of this device every 6 months. Our records indicate that this bur guard has not been serviced since manufacturer date.